Manufacturer narrative:
A maquet field service technician evaluated the device and found a broken spring arm. He replaced the damaged spring arm with a new one and returned the device to service. This customer in france received the field safety notice issued by maquet (B)(6) in (B)(6) 2010, but did not follow the recommendations from maquet to verify the weld seams and replace the arm in case of cracked weld seams detected. This device is not under preventative maintenance with maquet. This malfunction was previously addressed in the u.s. Through the device correction noted.

Event description:
The customer reported to maquet that he found one spring arm broken when he entered in the operating room #2. The cupola remained suspended to the cable. There was no pt involvement, nor injuries. (B)(4).